Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The part and lot history of the implanted unit is unknown; therefore, the device history records are unable to be reviewed. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File three of three for the same event.

Event description:
The distributor reported sternal dehiscence in a patient, as a result a revision was performed and all products were explanted. During the revision it was identified the plates were not broken and the screws were locked in the plates. The distributor reports the surgeon is unable to determine a potential cause of the dehiscence.